Event description:
(B)(6) reported that the xray detector output measuring kvp readings were lower than specified range. Report is submitted as this represents a condition of lower than specified x-ray dose.